Event description:
The report stated that during a radio frequency ablation procedure, a water leak occurred at the strain relief. Another needle electrode was opened and used. There was no reported patient injury.

Manufacturer narrative:
The incident sample was not returned for evaluation therefore, an evaluation could not be performed, valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.